Manufacturer narrative:
B3: february 2025 was the month and year of the reported event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to internal clock issues. The results of the investigation found that the device's downstream occlusion (dso) seal was degraded. There was no patient involvement.